Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose of 400 mg/dl with moderate ketones. Reportedly, the customer believed to have been receiving air instead of insulin. A clinical diabetes specialist further trained the customer on removing air from the cartridge prior to inserting insulin.